Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to a painful pocket and battery size was uncomfortable. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing battery site discomfort. Surgical intervention was undertaken on 05apr2024 wherein the patient's ipg was explanted, replaced, and therapy was restored. The patient issue was reportedly resolved following surgery.